Manufacturer narrative:
G4: 03oct2019; b4: 04oct2019. The customer confirmed the reported touchscreen issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the touchscreen was not responding on the alarm reset button. The biomed had performed the touchscreen calibration and still sees it is not responding correctly in the top left corner. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/16/2019.

Event description:
The customer reported that the touchscreen was not responding on the alarm reset button. The biomed had performed the touchscreen calibration and still sees it is not responding correctly in the top left corner. There was no patient involvement.